Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated they were hospitalized due to their blood sugar dropping below level. They stated the hospital glucometer was displaying 2.2 mmol/l, compared to the dexcom reading 4.2 mmol/l. No further information was provided regarding the incident. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid.